Event description:
It was reported that the healthcare provider was meeting with a patient and the number 3 electrode contact was showing greater than 4000ohms on c3, 03, 13, 23. Impedance test done at 1.0 volt, 210 microseconds and all other contacts normal range of 600-1100 ohms. It was summarized number 3 was open contact. It was noted no fall or anything recently. The healthcare provider asked why this could happen, redirected caller to doctor. The healthcare provider try to reprogram the patient. The patient's therapeutic benefit status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09uly, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).